Event description:
It was reported that the r3 0deg 28mm trial 50mm, the r3 0deg 28mm trial 52mm, the r3 0deg 28mm trial 54mm, the r3 0deg 28mm trial 56mm, and the r3 0deg 28mm trial 58mm were found to be scratched, and had broken locking tabs. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 0deg 28mm trial 58mm confirms the device has multiple scratches/gouges in the plastic. The locking tabs are also broken, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.